Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. Through visual inspection of the sample, the tip of the blue safety sleeved was observed to be broken. Functional testing was performed and the injector could be properly connected and disconnected from a c35 connector without issue. A device history record could not be evaluated as the lot number is unknown. Injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulled it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices to ensure the device functions properly. Since after the visual inspection of the returned sample broken grips from the injector are noticed; most probably the root cause can be established as a misuse of the device by the user during the engage/disengage performance of the injector leading in a grip¿s breakage and as a consequence a needle exposure. It may be remarked that after a function test, n35 could connect and disconnect with c35 without anomaly. CAPA#708467 was initiated. H3 other text : see h.10.

Event description:
It was reported that after disconnecting the bd phaseal¿ injector luer lock (n35c) during use, the needle remained exposed. The following information was provided by the initial reporter, translated from japanese to english: "when disconnecting the injector, the needle was exposed. Then the pharmacist retracted the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after disconnecting the bd phaseal¿ injector luer lock (n35c) during use, the needle remained exposed.the following information was provided by the initial reporter, translated from japanese to english: "when disconnecting the injector, the needle was exposed.then the pharmacist retracted the needle."